Event description:
It was reported that the right atrial (ra) lead was fractured. While dissecting, the lead was pulled up to a point and fracture was noted on this lead. This lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.